Event description:
It was reported that during a coronary stenting treatment procedure a guide wire fracture occurred. The choice pt guide wire was advanced into the right coronary artery (rca). A non-bsc stent was advanced to treat the stenosis. The physician "rattled" a little bit on the wire to bring the stent into the stenosis and the guide wire broke approximately 3cm behind the hemostatic valve. The guide wire was removed with the stent and the case was completed with another device. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the visual inspection was performed and the device was returned fractured in two section; moreover, the proximal section is kinked. All the outer diameter (od) taken were according specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following result: both samples presented bending fatigue with tension overload as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure a guide wire fracture occurred. The choice pt guide wire was advanced into the right coronary artery (rca). A non-bsc stent was advanced to treat the stenosis. The physician "rattled" a little bit on the wire to bring the stent into the stenosis and the guide wire broke approximately 3cm behind the hemostatic valve. The guide wire was removed with the stent and the case was completed with another device. No patient complications were reported and the patient was stable post procedure.